Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in an edwards lifesciences clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than (B)(6), bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than (B)(6), atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the reported ischemic stroke and subsequent patient¿s demise 10 days after the implantation of a sapien valve may be related to the tavr procedure. Per report, the physicians believe that the stroke occurred during the procedure or immediately post op because the patient never regained consciousness following the procedure. Patient risk factors for stroke includes gender and advanced age (90 year old female) with history of diabetes. This supports a conclusion that the event was likely caused by the mechanism explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00373.

Event description:
Per the field clinical specialist (fcs) report, as soon as the ascendra 3 sheath was placed in the lv apex the patient¿s blood pressure (bp) dropped. Chest compressions were started and the patient was given epinephrine directly through the sheath with no results. The patient developed ventricular fibrillation and was shocked twice. The bp improved (around the 60¿s) and it was decided to do a bav. Post bav the bp went down even further, and the patient was given epi again through the sheath and anesthesia gave medications for the hypotension. It was decided to place a balloon pump (iabp); as soon as the pump started working the bp went to 200mmhg, due to all the medications. The team proceeded then with the 23mm sapien valve deployment. After rapid pacing the patient was in v-fib again and was shocked one more time. Upon checking, the valve was found in good position with no leak, and was working great. The sheath was then removed without difficulties and the apex was closed. The patient was stable, but it was decided to set the balloon pump at a slower rhythm (3:1) and leave it in together with the temporary pacemaker for a few more hours as a preventive measure. It was later reported that the patient never woke up following valve implant and a CT performed showed an ischemic stroke, and subsequently passed away 10 days after the procedure. The physicians believe that the stroke occurred during the procedure or immediately post op.